Event description:
The customer reported that they were getting random 0, 1, and -1 mg/dl results for an unknown number of patient samples tested for glucose hk (glucose). The customer stated that some initial sample results were reported outside of the laboratory and needed to be corrected, but it is unknown how many samples required corrected reports. The customer provided an example of one patient with an erroneous result. The sample initially resulted as -1 mg/dl and it is unknown if this result was reported outside of the laboratory. The sample was repeated on an unknown analyzer and resulted as 98 mg/dl. It is unknown if any patients were adversely affected by the event. No adverse events were alleged. The glucose reagent lot number and expiration date was not provided. The field service representative determined that the reagent system was not properly primed. He primed the system and the customer successfully ran precision on multiple patients and results were within the package insert's defined ranges. The customer did note that they had primed the reagent several times before the results were generated. The field service representative then stated that the customer encountered the issue during the night shift and at that time they stopped running glucose on the instrument. The customer performed instrument maintenance the next morning and since the glucose test was not being used, the glucose reagent was not primed during this maintenance. The field service representative stated that he could visibly see air slugs in the line coming from the multi switch valve. He stated that it is possible there was a clot in the sample probe and this was cleared during the maintenance. He said there was air in the reagent line since it had not been run all night and it was not primed during the maintenance. When the field service representative arrived, he noticed the air then primed the reagent, ran precision, and ran quality control. Everything was working after this.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.